Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 562 mg/dl, with ketones. Subsequently, the customer's health care provider (hcp) identified the ketone level as dangerous. Reportedly, the suspected cause of the elevated bg level was unknown; however, the customer did not think it was related to the pump. To resolve the issue, the customer received assistance with changing the supplies on the pump and delivering a bolus. Subsequently, the customer reported experiencing low bg levels of 32 mg/dl. The customer reported that the suspected cause of the low bg level was recovering from the elevated bg level; however, was unsure. To treat the low bg level, the customer disconnected from the pump and consumed carbohydrates. Reportedly, the customer was working with endocrinologist for assistance with diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were entered into the pump between (B)(6) 2017 and (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.